Event description:
Healthcare professional reported left side "ruptured" and "capsular contracture", baker grade unknown. Physician later confirmed "baker grade IV." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device no other observations observed, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. And rupture.

Event description:
Healthcare professional reported left side "ruptured" and "capsular contracture", baker grade unknown. Physician later confirmed "baker grade IV." Device has been explanted and replaced.